Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the cartridge was leaking from the septum. Customer¿s blood glucose level ranged from 233-379 mg/dl. The customer continued to use the pump for insulin therapy.